Event description:
According to the reporter, after the patient was intubated and put on the machine, bleeding was found at the venous upper end of extension tube. The catheter had been in place for one day. Nothing unusual was observed on the device prior to use. Flushing was done prior to use and had no abnormalities. They tighten the adapters by hand routinely. No other products were being utilized with the device. Tego was not utilized. Iodine disinfection was the cleaning agent used on the device, and it was the one typically utilized to clean the adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. No other defects or damages were found on the product at the moment. They placed a catheter again as an intervention immediately and in time on the next day with the same product ID (identifier), and they checked the condition of the tubing carefully before catheter insertion as a preliminary action, and the treatment was completed. There was a small amount of oozing blood. A blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3, h6 (rfr). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after the patient was intubated and put on the machine, bleeding was found at the venous extension tube. The catheter had been in place for one day. Nothing unusual was observed on the device prior to use. Flushing was done prior to use and had no abnormalities. They tighten the adapters by hand routinely. No other products were being utilized with the device. Tego was not utilized. Iodine disinfection was the cleaning agent used on the device, and it was the one typically utilized to clean the adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. No other defects or damages were found on the product at the moment. They placed a catheter again as an intervention immediately and in time on the next day with the same product ID (identifier), and they checked the condition of the tubing carefully before catheter insertion as a preliminary action, and the treatment was completed. There was a small amount of oozing blood. A blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Additional information: h6 (fdm). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after the patient was intubated and put on the machine, bleeding was found at the venous upper end of extension tube which meant the venous extension tube near the adapter. The catheter had been in place for one day. Nothing unusual was observed on the device prior to use. Flushing was done prior to use and had no abnormalities. They tighten the adapters by hand routinely. No other products were being utilized with the device. Tego was not utilized. Iodine disinfection was the cleaning agent used on the device, and it was the one typically utilized to clean the adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. No other defects or damages were found on the product at the moment. They placed a catheter again as an intervention immediately and in time on the next day with the same product ID (identifier) and same lot and they checked the condition of the tubing carefully before catheter insertion as a preliminary action, and the treatment was completed. There was a s mall amount of oozing blood. A blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after the patient was intubated and put on the machine, bleeding was found at the venous upper end of extension tube which meant the venous extension tube near the adapter. The catheter had been in place for one day. Nothing unusual was observed on the device prior to use. Flushing was done prior to use and had no abnormalities. They tighten the adapters by hand routinely. No other products were being utilized with the device. Tego was not utilized. Iodine disinfection was the cleaning agent used on the device, and it was the one typically utilized to clean the adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. No other defects or damages were found on the product at the moment. They placed a catheter again as an intervention immediately and in time on the next day with the same product ID (identifier), and they checked the condition of the tubing carefully before catheter insertion as a preliminary action, and the treatment was completed. There was a small amount of oozing blood. A blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after the patient was intubated and put on the machine, bleeding was found at the venous end. The product was replaced immediately and in time, and they checked the condition of the tubing carefully before catheter insertion as preliminary action. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, d6a, d6b, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after the patient was intubated and put on the machine, bleeding was found at the venous extension tube. The catheter had been in place for one day. Nothing unusual was observed on the device prior to use. Flushing was done prior to use and had no abnormalities. They tighten the adapters by hand routinely. No other products were being utilized with the device. Tego was not utilized. Iodine disinfection was the cleaning agent used on the device. No other defects or damages were found on the product at the moment. They placed a catheter again as an intervention immediately and in time on the next day with the same product ID (identifier), and they checked the condition of the tubing carefully before catheter insertion as a preliminary action, and the treatment was completed. There was no reported patient injury.